Manufacturer narrative:
The subject device was not returned for investigation. Therefore, a physical investigation of the device was not possible. Evaluation of the subject device is anticipated but has not yet begun. A likely cause for the reported detachment of catheter component could not be determined. To date, no patient sequelae has been reported. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
An m5+ shockwave peripheral intravascular lithotripsy (ivl) catheter was used to treat a lesion in the iliac artery. During withdrawal of the catheter, the physician reported resistance at the end of the introducer sheath. When he was pulling to remove the catheter, the balloon detached from the shaft and stayed inside the introducer sheath. The physician was then able to remove the balloon and shaft through the introducer sheath. No components were left inside the patient. To date, no patient sequalae has been reported.

Manufacturer narrative:
The subject device was returned for investigation and inspected. The reported failure of the balloon becoming stuck and detaching from the catheter was confirmed. The device was received broken and separated into two pieces. All components were present and accounted for, indicating that no fragments were left in the patient. All emitters showed signs of wear indicating that they were fired as expected. No ruptures or tears were noted on the balloon surface. The middle portion of the balloon was found wrinkled, which indicates that it likely became stuck and prevented the device from being removed. The exact cause of the balloon becoming stuck and detaching from the catheter could not be determined. No patient sequelae has since been reported.